Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e1: reporter phone number as originally reported: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a re-thoracotomy due to pericardial tamponade. The bleeding was considered to have been related to the heartmate 3 implant procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. A, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also lists bleeding and cardiac tamponade under "potential risks and adverse events". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced cardiac arrhythmia. They had a thoracic aortic aneurysm (taa) with a single shock from the implantable cardiodefibrillator (ICD). They had atrial fibrillation up to 180 beats per minute. They were treated with amiodaron on (B)(6) 2026. It was reported that the patient underwent a re-thoracotomy due to pericardial tamponade and left pericardial effusion on (B)(6) 2026. The bleeding was considered to have been related to the heartmate 3 implant procedure. The event resolved without sequelae on (B)(6) 2026 with a surgical hematoma removal. On (B)(6) 2026, the patient had worsening preoperatively impaired right heart function. On (B)(6) 2026, they were treated with inotropic support with epinephrine, milrinon, and sildenafil. On (B)(6) 2026, the patient underwent an ultrasound, which showed a pleural effusion, which was treated with drainage, which had a possible relation to the heartmate 3 implant procedure. On (B)(6) 2026, the right heart failure resolved with sequelae as the patient was stable on sildenafil therapy. On (B)(6) 2026, the patient developed a driveline infection with secretion. They were provided with amoxi-cavulan 875/125 mg antibiotics on (B)(6) 2026. The infection was thought to have had a causal relationship with the heartmate 3 left ventricular assist device (lvad). The patient's arrhythmia was treated again with a cardioversion on (B)(6) 2026. The pleural effusion resolved without sequelae on (B)(6) 2026. The infection resolved without sequelae on (B)(6) 2026.

Manufacturer narrative:
Section h6: due to system limitations the following code was not included health effect clinical code - 1884 - hematoma. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. A, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, cardiac arrhythmia, driveline infection, and right heart failure. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also lists bleeding and cardiac tamponade under "potential risks and adverse events". Additionally, this section lists arrhythmia and infection as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.